Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-04550). Correction: manufacturer report 2938836-2013-04550, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that no capture was observed and the device could not be interrogated. The device was explanted and replaced.